Event description:
The customer contact reported, the device slipped down an IV pole and came in contact with the clinician's arm. On three occasions, while the pump was in use on a patient, the pump slide down the IV pole. Each time, the clinician attempted to stop the pump from sliding and the pump came in contact with her forearm. The clinician reported pain in her shoulder and was prescribed an unspecified anti-inflammatory medication and an unspecified pain medication. There were no reported adverse sequelae to the clinician. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This reported represents all the information known by the reporter upon query by hospira personnel.